Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported on (B)(6) she activated the pod and her blood glucose was reading 200 mg/dl. About a half an hour later her bg rose to 400 mg/dl so she decided to remove the pod. She then realized the cannula was bent.